Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test after running a self-test. The customer attempted to download the information from the insulin pump at the her doctor's office but it stopped downloading at 91 percent. Customer's blood glucose level was 227 mg/dl. The customer was no longer using the insulin pump. The customer did not have the insulin pump available to continue troubleshooting. The device was not returned.